Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection was performed which found no damage; however, the tube was noted to be almost flat. An accuracy test was done on the returned device with connection to a test pump and found no discrepancies. No root cause was determined as the complaint could not be confirmed.

Event description:
It was reported that the pumping tube on the pressure plate was misaligned. No patient was involved.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08073 is no longer considered reportable, please disregard any MDR reports associated with it.